Event description:
Boston scientific received info that this pt 5.5 yrs status post implant of this ancure endograft had aneurysm growth observed by ultrasound from the size of 6.2 cm to 6.8 cm and under cat imaging shows the size now increased to 7.5 cm. Under ultrasound, the aneurysm had a spongy sac like appearance. Aortogram was performed which revealed no endoleak, and the pt was sent on for open conversion procedure. No adverse pt effects were reported. Boston scientific can not confirm the clinical observation. No additional info is available at this time. If additional info becomes available, this event will be updated.